Manufacturer narrative:
Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, a serious adverse event classified as "endocarditis" occurred. On (B)(6) 2018, mitral valve replacement was performed due to endocarditis. The perceval valve was not explanted.

Manufacturer narrative:
Based on the information provided, the event is unrelated to the implanted perceval valve. The valve was functioning well at the time of the event and at follow-up after the event. The event is not device related and no investigation is warranted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, a serious adverse event classified as "endocarditis" occurred. On (B)(6) 2018, mitral valve replacement was performed due to endocarditis. The perceval valve was not explanted. The site reported that the patient's endocarditis affected only the anterior leaflet of the mitral valve, and that the perceval valve was functioning very well at the time of the event. It was reported that there was no link between the endocarditis and the perceval valve. The patient had an important polyposis in the colon and the endocarditis was caused by streptococcus anginosus. They had no history of endocarditis. 7 weeks of antibiotics therapy was prescribed. The patient was discharged home on (B)(6) after 4 weeks of antibiotic therapy. Echocardiogram showed that both prostheses were functioning well.